Manufacturer narrative:
One representative sample was received. The representative sample needle was inspected and no defects were observed on the needle of the sample. The needle retained samples were visually inspected for physical appearance like curvature, tip, etc. Attribute defects such as bend, cracked barrel and were found satisfactory. No defects were observed in the retain sample. These retain samples were tested for stiffness & ductility and found to meet specification.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2016 and suture was used. During the closing of the vaginal vault, the needle bent. There were no reported patient consequences. No further information is available.